Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The lead dislodgement was discovered one day post-implant. The lead was subsequently explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated that the dislodgement was found at a device interrogation. There was no capture, and the dislodgement was confirmed with x-ray.